Event description:
The smr reverse prosthesis was implanted on (B)(6) 2014. This was a revision due to instability and loosening of the previously implanted stem ("upon retrieval the stem had very limited bone growth, if any. Anyway, swabs and samples were taken during that surgery and were confirmed to have no infection"). A further revision surgery was needed on (B)(6) 2015 because of patient infection (enterococcus faecalis); all components were removed for this reason and infection treated with antibiotic. The event occurred in (B)(6).

Manufacturer narrative:
The check of the DHR of the devices explanted (smr revision stem, reverse body and reverse liner) confirmed that all of them were regularly sterilized before being placed on the market. Only the smr revision stem is marketed in us (model # 1308.15.156). A total of (B)(4) stems were manufactured with the lot # and sterilization # involved, and we received no other complaints on this lot # and sterilization #. No explants and no x-rays are available, so a deeper investigation is not possible. Based on the above, we believe that the prosthesis itself did not cause the infection. It's possible that this patient was somehow predisposed to this event, as he already had a poor osseointegration with the prosthesis previously implanted; it's also possible that the germ (enterococcus faecalis) entered patient body during the surgery of (B)(6) 2014. (B)(4). None of the 5 cases received showed any pre-existing anomaly on the devices removed due to the infections. No corrective actions for this specific case have been defined. Limacorporate will keep monitored the market. Device not returned.